Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer received multiple pump error alarms and a replace battery alarm. The customer had received 3 pump error alarms. The customer¿s blood glucose level at the time of the incident was 6.1 mmol/l. The insulin pump died at the time of the call. Troubleshooting was performed. They did not receive a low battery alert prior to the replace battery now alarm. The insulin pump was not dropped. There were no unattended alarms. The battery cap was not damaged. It was noted that it was the second occurrence of a replace battery now alarm without a low battery warning. The device will be returned for analysis.

Manufacturer narrative:
Device received with operating currents within specification. Device passed self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device delivered properly all bolus programmed during testing. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No power loss alarm, replace battery alert, replace battery now alarm noted during testing or in the pump trace download.